Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on various steps to resolve the occlusion issue, and it was concluded that the occlusion resulted from a blockage in the cartridge. The customer changed supplies as needed and resumed insulin therapy.